Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, reference 3003853072-2016-00100 and 3003853072-2016-00102.

Event description:
It is reported two screwdrivers and a torque limiting handle broke during surgery. The broken parts were quickly removed from the patient and the surgery was completed using additional instruments. There was a ten (10) minute surgical delay.

Manufacturer narrative:
Additional information in device evaluated by MFR?, device manufacture date, and evaluation codes. The returned driver was examined. The distal tip was found broken in a manner consistent with screw installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The torque limiting handle which was used in conjunction with this driver was found to output torque higher than its specification, so it is likely the deformation occurred as a result of high torque applied during screw installation.